Event description:
It was reported that this pacemaker system was checked prior to being changed out. The rep checked and everything was fine, with the longevity showing seven months remaining. The rep left the room and when he returned the patient heart rate had dropped into the 30s. The threshold was noted to be at 2.4v and the longevity showed less than three months. The device outputs increased to the maximum and capture was confirmed, but when the threshold returned to 2.4v the patient experienced asystole. The pacemaker was explanted and replaced successfully. This pacemaker has not been received for analysis. The thresholds and impedances were all stable and within range with the new device. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker system was checked prior to being changed out. The rep checked and everything was fine, with the longevity showing seven months remaining. The rep left the room and when he returned the patient heart rate had dropped into the 30s. The threshold was noted to be at 2.4v and the longevity showed less than three months. The device outputs increased to the maximum and capture was confirmed, but when the threshold returned to 2.4v the patient experienced asystole. The pacemaker was explanted and replaced successfully. This pacemaker has not been received for analysis. The thresholds and impedances were all stable and within range with the new device. No additional adverse patient effects were reported.